Event description:
It was reported that the patient's atrial lead exhibited noise oversensing causing inappropriate mode switches. Pacing inhibition was noted. Programming changes were performed. The patient was in stable condition.